Event description:
The min pedal on the footswitch would not work.the customer did not have any information on case involvement, but stated there was no pt consequence. The footswitch cable is to be sent in for analysis.

Manufacturer narrative:
Analysis summary: based upon the inquiry information received, visual and functional examination, it was concluded that the analysis results found that the cable was returned without the footswitch. The cable was damaged at amphenol connector strain relief proximity. Complaint information is trended on a regular basis to determine if further investigation is warranted.